Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. The lamp was installed into a calibrated system and tested for its output. Ports 1 and 2 were found to be outputting 14.5 and 10.5 lumens, respectively, meeting specifications. No system message (sm) was displayed. Therefore, the sample evaluation could not replicate the event and found the lamp to meet specifications. Based on the results of this investigation, the root cause of the reported event can be attributed to internal wear/reliability issue within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the illumination bulb went out during a surgical procedure. The backup bulb took over. The procedure was completed with no harm to the patient.